Event description:
It was reported that a malfunction alarm occurred with the pump, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the customer with the reset, and assured that the customer could continue using the pump, advising to call back if the issue recurs.